Manufacturer narrative:
Alleged failure: during the case, the crossfire 2 serfas wand caused a surgical drape to smoke. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause/s could be the active pin became exposed and possibly a spark with direct contact with the hood during use, creating a short circuit between the active pin and the hood disabling the unit to continue operation. The possibility of the lack of glue around the polyimide, glue could have been scratched during the placement of the hood, and damage during pin bending could contribute to exposed active pins. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was a thermal event.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was a thermal event.